Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "hub cracked on minutes after connecting new tubing to the red lumen of patient's PICC tonight, blood began to back up in the tubing and leak through a connection. Immediately clamped the lumen and asked for assistance in troubleshooting. It appears that there was a crack in the connection between the quad fuse and the pressure tubing leading to the cvp transducer. The faulty line was saved and the lines will be changed. "